Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4556 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on a 3 french single lumen PICC the markings indicating placement are wearing off after a few dressing changes. The zero on the PICC line has almost worn off. It was stated that this is a concern, as it becomes difficult to ensure that a PICC line is still central with dressing changes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of worn out depth markings is confirmed but the exact cause is unknown. One photo sample of a 3 fr sl powerpicc solo catheter was provided for evaluation. The catheter is shown within patient use and is secured by a statlock securement device. A short section of the catheter shaft is visible between the winged hub and insertion site; however, the exact length could not be determined from the image. No depth markings are visible on the catheter surface shown. Sections of the white printing on the winged hub are faded. The event description indicates the depth markings begin to fade after undergoing multiple dressing changes. Based on the image provided and description of the reported event, possible contributing factors include exposure time to cleaning agents and use of incompatible chemicals. Since the depth markings were not visible on the catheter shaft shown in the image, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that on a 3 french single lumen PICC the markings indicating placement are wearing off after a few dressing changes. The zero on the PICC line has almost worn off. It was stated that this is a concern, as it becomes difficult to ensure that a PICC line is still central with dressing changes.